Event description:
The clinic reported a patient treated for vision correction had developed a corneal abrasion during surgery. The procedure was completed successfully and a bandage contact lens (bcl) was placed on the patient¿s operative eye. The corneal abrasion last more than a week to heal. Patient did not experience a loss of best corrected visual acuity.

Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.